Manufacturer narrative:
Concomitant medical products: revitanâ®, proximal part, cylindrical, uncemented, 85, taper 12/14; catalog no#: 01.00402.085; lot#: unknown. Therapy date: (B)(6) 2020. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g3, g6, h10. Event description: it was reported that the patient had a thp implanted on (B)(6) 2013. The patient fell down a year ago and started experiencing problems with his hip. When he fell again on (B)(6) 2020 it was observed that the implant was fractured hence patient underwent revision surgery on (B)(6) 2020. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: (B)(6) 2013 - ap and second view right hip: on the ap view there is a sclerotic bone structure at the calcar indicating the bed of the former implant. Between the bone and the proximal part of the stem a gap can be observed. The bone structure of the trochanter major region is inhomogeneous and a radiolucent area at the height of the lateral stem shoulder can be seen. In the second view radiolucent zones can be seen anteromedial and posterolateral between the bone having a sclerotic border and the implant in the most proximal area of the stem. (B)(6) 2019 - 2x ap view right hip: the two ap views are similar but have different brightness/contrast. A fracture line can be recognized in the trochanter major region. There is no indication for an interfragmental osseous consolidation of the fractured trochanter major fragment. Medial and lateral of the proximal part of the stem radiolucent areas can be recognized whereby the bone is bordered by a sclerotic line. The distance between the proximal and the distal parts of the stem seems to be larger on the lateral side. There is a pedestal at the stem¿s tip. (B)(6) 2020 - ap and second view right hip: on both views a fracture of the revitan stem at the connection pin is visible. The proximal stem part is tilted medially respectively posteriorly. The tilting of the proximal stem part exposes laterally a radiolucent gap that is bordered by a sclerotic line on the bone side. Due to the tilt, the proximal stem part is resting proximally on the medial cortical bone. (B)(6) 2020 - ap view right hip:the two ap views are similar but have different brightness/contrast and show the situation after the revision surgery. Surgical reports: from the surgical report of the implantation surgery conducted on (B)(6) 2013 the following relevant information can be summarized. In the indication section it is stated that about one year ago an uncemented total hip endoprosthesis on the right side was implanted. In the course it came to an aseptic loosening of the cement-free in varus implanted stem. A puncture of the hip joint did not indicate an infection. During the surgery the loosened stem could be easily removed from the femur. A revision stem (manufacturer zimmer, revitan straight 22/140 mm, cylindrical proximal component 85 mm and ceramic head 31/m) was implanted using an endofemoral approach and performing an intrafemoral assembly. From the surgical report of the revision surgery conducted on (B)(6) 2020 the following relevant information can be summarized. About one year ago the patient had a fall. Since then there were problems with the hip. Now without new trauma acute pain occurred in the right hip. The x-ray showed a fracture of the connection pin of the revitan stem. During the surgical procedure a femoral flap is resected. After exposure of the cup a slight metalosis is found. The proximal fracture part is removed. Using a chisel the otherwise stable anchored stem is freed and removed. A new revitan stem 22/200 mm with a cylindrical proximal part 85 mm and a ceramic head 36/m is implanted. The insert of the cup (manufacturer smith & nephew) is changed as well. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 3 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side. The area around the fracture origin appears darker depending on the lighting conditions. Closer inspection with the binocular revealed a mixture of polishing and smearing in this area on the proximal fracture surface. Both fracture surfaces are slightly polished along the edge and there are polished zones in the area located opposite the fracture origin. In the latter a crack can be seen on the proximal fracture surface which most probably developed after the fracture due to deformation.macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The face surface and posterior edge of the medial shoulder of the proximal part show a worn/deformed zone. The face surface of the distal part¿s body is worn on the entire width on the lateral side including the inside of the posterior shoulder¿s lateral edge. The medial edge of the shoulder is also worn and deformed. On the medial face surface a slightly shiny mark is visible pointing to the use of a proximal trial part during implantation. Additionally, damage can be recognized on both shoulders and the medial face surface close to the outside. On the proximal fracture part of the connection pin there is an approximately half circumferential stripe with surface changes adjacent to the fracture surface in the non-blasted region. Closer inspection of the stripe with a low power microscope revealed mostly smearing and polishing as well as a crack. Some areas of the stripe are deformed. On the anterior side the smearing extends to the blasted region and on the posterior side a shiny polished zone can be observed. On the proximal part of the revitan stem, revision damage in the form of scratches and instrument marks can be observed. In the neck region dark spots are recognizable that probably derived from the use of an electrosurgical tool during revision surgery. On the anchoring surface polished appearing areas including horizontal lines can be seen on the medial side extending to posterior and at the distal end of the lateral side extending to posterior. There are bone attachments on the anchoring surface of the distal part of the stem. Further, it is damaged by scratches and instrument marks most probably deriving from the revision surgery. The articulation surface and the bottom bevel of the biolox delta ceramic head exhibit metallic smears which can most properly be attributed to the revision surgery. Otherwise the head is inconspicuous. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: according to the received information a revitan stem was implanted on the right side in (B)(6) 2013 and revised in sep 2020. Approximately one year before the revision the patient had a fall and since then problems with the right hip. Before the revision he experienced acute pain without a new trauma. The x-ray revealed a fracture of the connection pin of the revitan stem. During revision surgery a slight metalosis was found after exposure of the cup and the otherwise stable anchored distal part of the stem had to be freed with the help of a chisel before removal. From the information in the surgical report of revision surgery it can be concluded that a combination of products from different manufacturers was used. This has to be considered off-label use. The fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin some millimeters below the proximal end of the distal part. The fracture started on the lateral side of the pin. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed only on the distal part of the revitan stem but not on the proximal part. The x-rays at hand indicate already shortly after implantation ((B)(6) 2013) a suboptimal bone support in the area of the proximal stem part in the form of a gap between the implant and the calcar as well as radiolucent zones anteromedial and posterolateral between the implant and the bone. Approximately six years after implantation ((B)(6) 2019) a clear radiolucent area between the proximal part of the stem and the bone that is bordered by a sclerotic line is evident. The x-rays taken on (B)(6) 2020 prove the fracture of the stem with a medially tilted proximal part still partially resting on the distal part. This may explain the worn and/or deformed areas visible on the face surfaces of the parts of the stem including their shoulders. The polished appearing areas including horizontal lines seen on the medial and posterior side of the proximal part can be interpreted as signs of loosening. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem. At the time of implantation in (B)(6) 2013 this was not known and respective guidance could not be provided to the surgeon. Based on the above described findings and today¿s knowledge, it can only be assumed that from a biomechanical point of view the proximal bone support of the revitan stem was suboptimal during the entire time in vivo. The bone support situation in combination with other factors, e.g. The surface changes observed on the connection pin, the patient¿s fall and patient related factors, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. Possible sources for the slight metalosis found after exposure of the cup could be wear deriving from movement of the proximal stem part against the surroundings and /or fractured parts against each other. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Event description:
Patient was implanted on an unknown side and fell down a year ago post which he started experiencing problems with his hip. When he fell again it was observed that the implant had fractured hence the patient underwent a revision surgery.

Manufacturer narrative:
Additional information was received on sep 20, 2020. D11: medical products: revitan, proximal part, cylindrical, uncemented, 85, taper 12/14; catalog#: 01.00402.085; lot#: 2649693. Biolox delta, ceramic femoral head, m, 32/0, taper 12/14; catalog#: 00-8775-032-02; lot#: 2691368. Therapy date: (B)(6) 2020. Additional: a1, a2, a3, d4, h2, h3, h4. Correction: b4, b5, g4, g7, h10. The manufacturer received x-rays, other source documents (surgical reports, photos) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).